Event description:
Additional information received from the customer reported the name of the diagnostic procedure was unknown. There was no delay and the procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the device leaked and water entered the device. As a result, an abnormality occurred in the electronic parts, and the image was not displayed. The event can be detected/prevented by following the instructions for use which state: " inspection of the endoscopic image.". "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope was not working properly when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image, even after aeration of the scope. The report is being submitted due to there being no image found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the scope ID had no data, the instrument channel was leaking, the electrical safety test failed due to a burn on the scope cover, the distal end plastic cover was chipped, the bending section cover adhesive was cracked, the switch was not working, the bending section cover had broken mesh, the charged coupled device (ccd) shrink tube was cut, the insertion tube was dented, the control body and scope connector were wet, and the control knob had grinding and play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 17mar2023. The device was returned for evaluation where the reportable event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover had melted or burned around the instrument channel outlet at the distal end. There were no reports of patient harm.